Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that discolored cables were identified on the aquabplus reverse osmosis (ro) system between the motor protection switch (mps) and the contactor. It was recommended to the biomed that the cables be replaced to resolve this issue and part numbers were provided. The reported issue was identified during troubleshooting after the biomed initially contacted fresenius for assistance when the mps tripped in stage 1 during the t1 test. Fuses in the external disconnect were checked and no issues were noted. Upon inspection of the mps the l2 on the line side was noted to be loose. L2 was replaced and the system was retested and passed the t1 test. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: d1 (brand name) and d4 (catalog number).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that discolored cables were identified on the aquabplus reverse osmosis (ro) system between the motor protection switch (mps) and the contactor. It was recommended to the biomed that the cables be replaced to resolve this issue and part numbers were provided. The reported issue was identified during troubleshooting after the biomed initially contacted fresenius for assistance when the mps tripped in stage 1 during the t1 test. Fuses in the external disconnect were checked and no issues were noted. Upon inspection of the mps the l2 on the line side was noted to be loose. L2 was replaced and the system was retested and passed the t1 test. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation and additional information was not provided after initial reporting. A review of the available information for this event in addition to previously reported information in the machine service history indicates that the motor protection switch in stage 1 has tripped and sustained thermal damage. The cause of the reported thermal damage is a bad electrical contact/loose wire at the motor protection switch. With this failure the pump p1 will run only with two line conductors resulting in higher current and higher thermal energy. In consequence the motor protection switch will trip and the pump p1 was not able to run anymore and the device switched off. The mentioned thermal energy will cause the discoloration and overheating of the wiring and blade receptacles. This device was originally equipped with an inadequate design of wiring and crimp connection at the motor protection switch, a new improved design was released as CAPA corrective action. It was previously recommended to the customer that the motor protection switch along with the wiring be replaced at both stages as the motor protection switch has been redesigned since the manufacture of this product. It is unknown whether this recommendation was followed. As this reported issue is a known failure, reproduction of this failure during testing and review of the device history record (DHR) are not required.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that discolored cables were identified on the aquabplus reverse osmosis (ro) system between the motor protection switch (mps) and the contactor. It was recommended to the biomed that the cables be replaced to resolve this issue and part numbers were provided. The reported issue was identified during troubleshooting after the biomed initially contacted fresenius for assistance when the mps tripped in stage 1 during the t1 test. Fuses in the external disconnect were checked and no issues were noted. Upon inspection of the mps the l2 on the line side was noted to be loose. L2 was replaced and the system was retested and passed the t1 test. There was no patient involvement regarding the reported issue. Additional information was requested however a response was not received. No parts were returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.